Event description:
The reporter stated that the device gave a blood glucose result of 521mg/dl. The reporter stated the customer went to the emergency room where approx 25 minutes later they received a result of 151mg/dl. A lab test was performed and the result was 141mg/dl. No treatment was received. A request was made for the return of the suspect device and replacement product was sent.